Event description:
The manufacturer became aware of a literature published by the ¿centre hospitalier universitaire vaudois, switzerland¿. The title of this report is, ¿résults after knee arthrodesis with t2 stryker nail in severe bone loss ¿, published on june 17, 2019, which is associated with the stryker ¿t2 nailing system¿. This report includes an analysis of the clinical data that was collected on 11 patients, and the cases in this study range from 2000 to 2017. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced non-union, which required revision. The report states, ¿regarding the last patient (9%), with 0/4 cortical after 14 months, we replaced his t2 nail by a wichita nail (stryker).¿

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged nonunion, which required revision, could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.